Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor stopped. During troubleshooting, the fse found a problem with the power supply of the monitor. The fse replaced the 5v powersupply with in/output cables. After replacement of the power supply cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor suddenly stopped during a procedure. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the 5v power supply for the monitor. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.